Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2018 that on (B)(6) 2018 the receiver ceased to function. No additional event or patient information is available. No product or data were provided for evaluation. The confirmation of the complaint is undetermined. A probable cause could not be determined.